Event description:
It was reported that there was high impedance and possible fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated lead impedance out of range alert and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Max v pace impedance varies between 456 and 1140 ohms between the weeks ending (B)(6) 2013 and (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.